Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2020. If implanted, give date: unknown, it is unknown if the lens was implanted. If explanted, give date: unknown, it is unknown if the lens was implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) had trailing haptic bent backwards. No other information was provided.

Manufacturer narrative:
Additional information section d9: device available by evaluation? Yes. Returned to manufacturer on: 4/10/2021. Section h3: device evaluated by manufacturer? Yes. Section h6: type of investigation: 10- testing of actual/suspected device device evaluation: the device was evaluated under microscope and scarce amount of viscoelastic was observed. The plunger and pushrod was not observed in advanced position as preparation of the device required. The lens was stuck and didn¿t come out of the cartridge. Trailing haptic was not bent backwards. The reported issue haptic damaged was not verified however, stuck in cartridge was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported lens was handled and used in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: material was not received. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. Manufacturing records review: there are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The units were released according specification in compliance with the product intended use as required.. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.